Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the flange of the trach tube was broken. The flange was completely separated from the tube. The tube was extubated.

Manufacturer narrative:
Additional information: g3, h6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a eight pictures were available for evaluation. Visual inspection noted that the tube and the flange are separated and shows traces of use. It was reported that the flange of the trach tube was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the tracheostomy tube is classified as a disposable medical device. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician. During and after attachment of respiratory or anesthesia tubing and/or connectors to the inner cannula, avoid application of excessive rotational, linear, or rocking forces on the tubing and/ or connectors to prevent accidental disconnection of the inner cannula, or damage to the tracheostomy tube. To insert the fenestrated inner cannula with the green 15 mm connector (fen,cfn), establish the patency of the patient¿s upper airway track. The patient¿s airway should be cleared by coughing and/or suctioning before inserting the fenestrated inner cannula. Moisten the fenestrated inner cannula with the green 15 mm connector with sterile saline to facilitate insertion. To lock the fenestrated inner cannula in place, hold the swivel neck plate firmly with your fingertips and twist the green 15 mm connector clockwise one-quarter turn past the locking detent. To avoid applying pressure against the patient, the neckplate may be stabilized with your free hand during the locking procedure. Verify that the twist-lock connector engages securely after each use. If parts become worn or loose, immediately report this to your physician for prompt re placement of the tracheostomy tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.